Event description:
The initial reporter stated that a patient received an erroneous result when tested with accu-chek inform ii meter serial number (B)(4). The patient was transported to the emergency room from a nursing home due to a blood glucose result of 19 mg/dl measured with an unknown method between 6:30 a.m. And 7:00 a.m.. At 7:59 a.m., a venous sample was collected from the patient and tested in the laboratory, resulting with a glucose value of 562 mg/dl. At 8:14 a.m., a sample from the patient was tested using the meter, resulting with a glucose value of 42 mg/dl. The patient was then administered dextrose intravenously. At 8:36 a.m., a sample from the patient was tested using the meter, resulting with a glucose value of 56 mg/dl. At 8:38 a.m., a venous sample was collected from the patient and tested in the laboratory, resulting with a glucose value of 350 mg/dl. The operator then opened a new vial of test strips and at 9:05 a.m., a sample from the patient was tested using a second coaguchek xs meter, resulting with a glucose value of 33 mg/dl. At 9:50 a.m., a venous sample was collected from the patient and tested in the laboratory, resulting with a glucose value of 189 mg/dl. At 13:57, a sample from the patient was tested using the complained meter, resulting with a glucose value of 32 mg/dl. At 14:34, a venous sample was collected from the patient and tested in the laboratory, resulting with a glucose value of 35 mg/dl. At 16:13, a venous sample was collected from the patient and tested in the laboratory, resulting with a glucose value of 126 mg/dl. No adverse events were alleged to have occurred with the patient. The patient was not seriously injured and is currently ok. The initial reporter stated that all nurses claim that blood samples were collected from the patient in the arm/fingers opposite of the arm where the patient is being administered medication intravenously. Meter controls were tested and passed on the day of the event. The initial reporter's product was requested for investigation.

Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.